Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on. It was reported that while troubleshooting, there was no power coming out of the power supply. The customer was provided with the part number for a replacement power supply. Investigation ongoing.

Manufacturer narrative:
H10: the customer reported on 10jan2024 that the power supply was replaced, and the device was fixed. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.